Event description:
A customer reported an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. The customer managed to manually resume insulin delivery without changing any supplies. Tandem technical support conducted a pump system check and provided instructions to resolve the issue. A one time replacement pump was sent to the customer.